Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report.